Event description:
It was reported that a patient is experiencing severe pain to the point of being brought to tears approximately eleven days post implantation. Patient prescribed a medrol dosepak and celebrex to be started after medrol dosepak for continued management of pain and inflammation. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). D10- medical product psn tib np stm 5 deg sz d l item# 42532006701 lot# 67480663. Psn mc ve asf l 11mm 6-7/cd item# 42512100411 lot# 67561382. Psn all poly pat ply 29mm item# 42540000029 lot# 67616353. Canary tibial ext 14x30mm item# 43557003014 lot# 035134. Biomet bc r 1x40 us item# 110035368 lot# au15ae1603. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Proposed annex g code: mechanical (g04) ¿ femur.